Manufacturer narrative:
Analysis of lead model 387445, serial # (B)(4) showed that the stylet coil was perforated by the stylet 8.5 cm for the distal end. The outer insulation was intact. The continuity was acceptable and no shorts were seen between the circuits. Analysis of stylet accessory showed no significant anomalies.

Event description:
It was reported that after removing the bent stylet from the lead, the physician was unable to thread another stylet, bent or straight. It was noted that the lead was removed on back table and they were unable to thread a stylet. The lead was not implanted in the patient. A new lead kit was opened and used in the patient. It was noted that there were no patient symptoms or injuries reported to be related to this event.

Manufacturer narrative:
(B)(4)